Event description:
It was reported that two weeks post implant the patient presented to the doctor¿s office due to the device toning. An interrogation showed that the right ventricular (rv) lead had high impedance and noise. A chest x-ray showed that the lead was not completely through the device header block and a set screw issue was suspected. Due to the patient¿s pending double heart valve replacement, the decision was made to reprogram the parameters on the lead to tip to coil where the impedance measurements were stable. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2013; product ID 4296-88 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).